Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user patient had been taken out of the wheelchair and was coming back to bed, and was tired of standing and told the cna's that she could not stay standing up and needed to sit down now(she had raised her voice). The cna's thinking they were helping hit "down" on the hand control but it didn't work. Then they hit the red button on the hoyer lift battery pack thinking that would lower the lift. All that did was turn off the power to the lift and did not lower the lift. (The actuator has a red sleeve on the actuator that must be pulled up on to lower the lift). The cna's were in a panic, the patient said she could not hold herself up and was raising her voice as she slid out of the sling, landed on the floor and her feet went under the bed, breaking both of her legs. The cna's said it was because the lift would not release when they hit the red panic button and they could not get her back into bed. A joerns associate visited the facility on july 28, 2015 to inspect the lift involved in the incident and met with the facility administrator and facility maintenance. The joerns associate inspected the lift with facility maintenance and checked all junctions of the lift as well as doing an inspection of the lift. They saw no signs of abuse and after performing the joerns lift operation checklist they could not find any issue with the lift, it was working as it was supposed to and found no issues in the inspection. (B)(4).